Event description:
The costumer reported that following a diagnostic catheterization procedure in 2003, a vasoseal es was deployed. Approximately 48 hours later, the pt complained of pain and had diminished pulses. An ultrasound of the right femoral artery was ordered. In june 2003, the pt had an abdominal angiogram with runoffs and peripheral vascular disease was noted to the point that surgery was recommended. In june 2003, a thrombus was removed from the pt's external iliac artery and was sent to pathology. The pathology report showed no foreign bodies. No further complications were reported.